Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker switched to unipolar pacing configuration, as there was one daily impedance measurement that was greater than 2000 ohms. The leads connected to this pacemaker are another manufacturer's leads. Information was reviewed and boston scientific technical services (ts) indicated that there was evidence of a spring contact issue with minute ventilation (mv) oversensing. The physician reset the lead safety switch (lss) and programmed the mv feature off. The issue has since resolved. No adverse patient effects were reported.